Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona partial knee tibial component cemented size g right medial catalog #: 42538000702 lot #: 63720353, persona partial knee articular surface right medial size g 8 mm thickness catalog #: 42528200708 lot #: 64157607, biomet bone cement r 1x40 us catalog #: 110035368 lot #: 824fac2202 h6 - component code - proposed code is mechanical (04) - femur. Radiographic review identified possible polyethylene wear, however, no tibial loosening was noted. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02597; 0001825034-2023-02598; 0001825034-2024-00651.

Event description:
It was reported that the patient underwent a right knee arthroplasty to address tibial loosening and pain that increased with weight-bearing approximately four (4) years post-operatively. Attempts have been made; however, no additional information is available.